Manufacturer narrative:
The reported event of lead damage was not confirmed. As received, a complete lead was returned in two pieces. Electrical testing was normal. Electrical testing found shorting between conductor coils due to procedural damage. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Manufacturer narrative:
Further information was requested, but not yet received.

Event description:
It was reported that the patient's atrial lead was damaged. The lead was explanted and replaced. The patient condition was stable.